Manufacturer narrative:
Insulin pump received with minor scratched lcd window. Insulin pump passed the displacement test and self test. The keypad connector on j2/lcd is locked properly during visual inspection. Display and all buttons are functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. Customer stated that the screen was hard to read. The insulin pump will be returned for analysis.